Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber broke after 34 second of use; however, no joules were expended. The fiber was replaced, and the procedure completed with the second fiber without patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber broke after 34 second of use; however, no joules were expended. The fiber was replaced, and the procedure completed with the second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and control knob. The fiber was tested with the hene laser and most of the output escapes from the fracture location. The glass cap exhibited no devitrification at the output window. The metal cap exhibited no charred detritus adhesion on its surface. Based on the analysis results and the DHR review confirming the device met manufacturing specifications prior to distribution. It is probable procedure handling of the fiber during setup may have contributed to the fiber break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.